Event description:
The user is reporting that during a patient use event, the device continuously gave the "apply pads" voice prompt and was unable to analyze the patient's rhythm. The patient did not survive.

Manufacturer narrative:
(B)(4).